Event description:
It was reported by the customer that the ventilator would not power up. The field service center found the ventilator would power up but the turbine would not run. It is unk if the ventilator was connected to a pt or if it alarmed when the reported problem occurred.

Manufacturer narrative:
Na